Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd administration set had issues with flow. The pump that was attached to the administration set produced an occlusion alarm. The anesthesia technician tried to normally prime, and gravity prime, the unit without success. The occlusion problem resulted in under delivery of the epidural. No patient injury or complications were reported in relation to this event.